Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. No unexpected frozen display occurred during testing. The following cosmetic damage was found: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer reported via phone call that the display on her insulin pump froze, and that none of the buttons respond at all. The patient's blood glucose at the time of incident was 212 mg/dl. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.